Event description:
It was reported that the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. When the physician withdrew the access sheath slightly after deployment it became kinked. The device met all criteria and was successfully released and implanted in the laa of the patient. There were no other complications that occurred.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve was performed. Inspection revealed the sheath was kinked 9.6 cm from the tip of the device. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that the sheath was kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. When the physician withdrew the access sheath slightly after deployment it became kinked. The device met all criteria and was successfully released and implanted in the laa of the patient. There were no other complications that occurred.